Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were admitted in emergency room and intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 400 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with intravenous drip. Auto mode feature was active at time of high blood glucose event and insulin delivery was suspended for 24 hours. Customer declined to perform troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.